Event description:
Magellan hypodermic safety needles securement device is difficult to engage properly and when not fully engaged the device appears to be engaged yet the needle can slip out of the device which could lead to unnecessary needle sticks. This happened on three devices within the ER today utilized to medicate a patient no staff was injured due to the device malfunction. Manufacturer response for magellan hypodermic safety needle 22g 1-1/2in, magellan hypodermic safety needle 22g 1-1/2in (per site reporter) [redacted date] initial contact sent, connected them with [redacted name] to determine if practice was an element. Per emails between [redacted name] and cardinal, returning via mail. (B)(4).